Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-11110. It was reported that the patient experienced ineffective therapy due to lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced, restoring therapy.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined